Manufacturer narrative:
Batch review performed on 21 april 2023. Lot 2005719: (B)(4) items manufactured and released on 11-aug-2020. Expiration date: 2025-07-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: revision surgery of a gmk sphere implant after 10 months from primary implantation due to discomfort and flexion contracture. In the revision surgery, the tibial insert and the tibial tray have been replaced. A picture of the explanted liner has been sent for investigation. From this picture, we can't identify any anomalies or elements that can be considered relevant for the event. There is no evidence that the event is related to a faulty device. Additional involved implant. Batch review performed on 21 april 2023 on gmk-sphere 02.07.2802l tibial tray fixed cemented size 2 l tinbn coated (k202684) lot. 2007330 lot 2007330: (B)(4) items manufactured and released on 18-jan-2021. Expiration date: 2026-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 10 months after the primary, the patient came in reporting discomfort due to a flexion contracture and the cause of the flexion contracture is unknown. The surgeon revised the insert and tibial tray. The surgery was completed successfully.